Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized due to diabetic ketoacidosis. Customer was treated with an insulin drip and intravenous fluids.